Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while prepping for the procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence. There was no physical damage on sheath/dilator noted before the attempt to assemble. There was no occlusion when irrigating the sheath. Upon being asked if the sheath was either narrowed, partially blocked or completely blocked, it was reported that visual inspection noted there is nothing wrong with the sheath but the dilator was not still able to be moved through the sheath. The dilator could only be partially inserted followed by being extremely difficult to withdraw. The valve looked abnormal but that was also after being manipulated with a lot of force several times. Nothing was broken. The hemostatic valve/brim cap/hub did not become detached from the sheath.

Manufacturer narrative:
Device evaluation details: the sheath was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath visual analysis of the returned sheath revealed that no damage or anomalies were observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not returned with its original dilator. Another dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).